Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 30-year-old female patient who had essure (batch no. 787009) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo provera from 2006 to (B)(6) 2009. Concurrent conditions included irregular menstrual cycle. Concomitant products included ibuprofen from (B)(6) 2011 to (B)(6) 2016, multivitamin since 2006 and paracetamol (tylenol) from (B)(6) 2011 to (B)(6) 2016. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 3 months 16 days after insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), vaginal discharge ("irregular vaginal discharge"), vaginal haemorrhage ("vaginal bleeding"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding") and migraine ("migraine headaches"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, migraine, vaginal discharge, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection and pelvic pain had resolved. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results: (B)(6) 2011, hysterosalpingogram, result: satisfactory location of microinserts, tubal occlusion noted bilaterally. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, abdominal pain. Most recent follow-up information incorporated above includes: on 30-jul-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history, concomitant medications and lab data updated. Outcome of events vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, pelvic pain updated from not resolved to resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 30-year-old female patient who had essure (batch no. 787009) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irregular menstrual cycle. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 3 months 16 days after insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), vaginal discharge ("irregular vaginal discharge"), vaginal haemorrhage ("vaginal bleeding"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding") and migraine ("migraine headaches"). The patient was treated with surgery (partial hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, migraine and vaginal discharge had resolved and the vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection and pelvic pain had not resolved. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results: (B)(6) 2011. Hysterosalpingogram impression: satisfactory location of microinserts there is and tubal occlusion is noted bilaterally. Concerning the injuries reported in this case, the following ones were reported via social media pelvic pain,abdominal pain¿ most recent follow-up information incorporated above includes: on 13-mar-2018: pfs and medical record received. Reporter and patient demographics were added. Concomitant disease, were added. Updated suspect drug indication. Events vaginal bleeding, bladder infection, urinary tract infection, pelvic pain added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 30-year-old female patient who had essure (batch no. 787009) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo provera from 2006 to november 2009. Concurrent conditions included irregular menstrual cycle. Concomitant products included ibuprofen from march 2011 to february 2016, multivitamin since 2006 and paracetamol (tylenol) from march 2011 to february 2016. On (B)(6) 2011, the patient had essure inserted. On(B)(6) 2011, 3 months 16 days after insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), vaginal discharge ("irregular vaginal discharge"), vaginal haemorrhage ("vaginal bleeding"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding") and migraine ("migraine headaches"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, migraine, vaginal discharge, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection and pelvic pain had resolved. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results: (B)(6) 2011, hysterosalpingogram, result: satisfactory location of microinserts, tubal occlusion noted bilaterally. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), migraine ("migraine headaches") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (partial hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, migraine and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 31-may-2011: fallopian tubes were bilaterally occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.